Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify the event: incomplete staple line. This device does not fire a staple line, it fires one staple at a time. Did the device fire and then stop firing? No. Did the device fire malformed clips? Yes. Did you report the correct product code? Endo cutter devices fire all the staples at one time and does have a complete or incomplete staple line. Please verify product code. The code is correct

Event description:
Incomplete staple line in the first firing, then it appeared not tight enough. Patient consequence:no.

Manufacturer narrative:
(B)(4). Batch #: p93k8a. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and 1 clip malformed inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next three actuations of the trigger; then the device was cycled and it fed and form one clip as intended. In the next four cycles the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling, the feeder shoe were found to be damaged causing the feeding issues. In addition, 6 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.